Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. Additionally, patient reported ineffective stimulation, and the system was unable to enter MRI mode. Troubleshooting revealed high impedances on bilateral leads. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg and both leads were explanted and replaced to address the issue.